Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported difficulty to remove and deformation due to compressive stress appear to be related to operational context. In this case, it is likely that the patient¿s anatomical conditions caused the reported difficulty to remove the imaging catheter and resulting catheter damage (crumpled). Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to perform pre-percutaneous coronary intervention (pci) in the right coronary artery (rca). Post imaging with the dragonfly catheter, resistance was met retracting the catheter from the bmw guide wire. Extra force was applied to remove the devices. The dragonfly catheter was noted to be crumpled and the bmw was spiral shaped; therefore neither device could be reused. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis were performed on the returned device. The reported difficulty to remove was not able to be confirmed, but the reported deformation due to compressive stress was able to be visually confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulty to remove and deformation due to compressive stress appear to be related to circumstances of the procedure. The catheter was returned with the damaged guidewire separate and not engaged; however, the guidewire exit notch was noted to be torn and distal tip was stretched, which are consistent with the reported difficulty to remove and deformation due to compressive stress. In this case, it is likely that the catheter damage (tear and stretching) was caused by the difficulty removing the catheter from the damaged guidewire. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed medwatch report, additional information was provided. Return device analysis of the dragonfly catheter noted the guidewire exit notch was torn approximately 1.6 centimeters (cm) longitudinally, stopping at the proximal edge of the distal marker band. Return device analysis of the bmw guide wire noted there was a separation in the distal core at the distal end of the hypotube. Only the distal separation segment was returned. The proximal separation segment including the hypotube was not returned. The proximal separation end of the distal separation segment of distal core was angled and jagged.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported the procedure was to perform pre-percutaneous coronary intervention (pci) in the right coronary artery (rca). Post imaging with the dragonfly catheter, resistance was met retracting the catheter from the bmw guide wire. Extra force was applied to remove the devices. The dragonfly catheter was noted to be crumpled and the bmw was spiral shaped; therefore neither device could be reused. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.